Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the bronchovideoscope tip looked burnt. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h7, h9, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the burnt around cover malfunction: electrical/electronic component performance issue, indicating that an electrical component failed without evidence of a design or manufacturing defect. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.